Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to establish interrogation while using a boston scientific programmer. Technical services (ts) provided troubleshooting options; however, no successful interrogation has been confirmed at this time. This device remains in service. No adverse patient effects were reported.